Event description:
Usage information on the device (how many times has this tip been used) unk. Pt/user contributing factors: please provide clinical situation, and description of the incident in as much detail as possible. Surgeon working in abdomen and staff noticed smoke form the back of the scissors. Discovered that two burns had occurred to the stomach. When power was applied to the instrument were the blades closed or open: unk. What was the manufacturer, model of the generator used to produce the power: ethicon harmonic generator (B)(4). What was the power setting at the time the instrument was used, or when power was applied by the operator: 25 coag. How long had the operator been dissecting when the arc or burn occurred: unk. (B)(4). Initial report filed by hospital listed wrong manufacturer, actual manufacturer of device in question is (B)(4).